Manufacturer narrative:
Date of event date is unknown. Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had a hole which led to a leak in the distal cylinder bodies that was the result of a sharp instrument damage which probably occurred during the explant surgery. Both cylinders were not pressure tested due to the leak that was identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally test and did not pass the activation test (2). Product analysis concluded these activation issues could affect the functionality of the device.

Event description:
It was reported this inflatable penile prosthesis (ipp) was returned without an allegation . Upon analysis, there was a hole found in each cylinder that resulted in loss of fluid. The pump was found to have activation related issues, that could lead to the functionality of the device. No patient complications were reported.